Event description:
It was reported that the atrial lead was undersensing. The patient was in atrial flutter but the device was not mode switching. P-waves measured 0.8 mv and the atrial maximum sensitivity was programmed to 0.2 mv.